Event description:
Replated to 6000093-2006-00770 it was reported that 334 days following a coronary artery drug leuting stenting treatment procedure a death event occurred. The first index procedure treated two lesion both located in the ramus, denovo, diameter 2.5 x 20mm, no calcification or tortuosity, 99% stenosis and treated with a 2.5 x 24mm taxus express2 stent. Lesion 2 denovo, 2.75 x 6mm, 80% stenosed , no calcification or tortuosity. Lesion 2 was treated with a 2.75 x 12mm taxus express 2 stent. Predilation was done on both lesions. Discharge the next day. The second index procedure occurred 25 days following the first treating one lesion in the 1st rpl, denovo, 2.5 x 12mm, 90%^ stenosed, no calcification or tortuosity. Lesion 2 was treated with a 2.5 x 16mm taxus express2 stent. Pt was discharged the follwing day. Death was due to cardiac arrythmia 334 days following the first index procedure. The target vessel was not involved.